Manufacturer narrative:
The investigation determined that lower than expected vitros na+ results were obtained from a single patient sample using vitros na+ slide lot 4217-0985-8374 on a vitros 350 chemistry system. The assignable cause of the event is most likely associated to the calibration event performed on (B)(6) 2018. It is unknown why the (B)(6) calibration event was suboptimal as the calibration responses and parameters appeared typical when compared to expected responses and parameters. It is unlikely an instrument related issue contributed to the event as a vitros na+ within-run precision test indicated the vitros na+ slides were performing as intended on the vitros 350 system. Acceptable performance was obtained after recalibrating vitros na+ slide lot 4217-0985-8374.

Event description:
A customer obtained a lower than expected vitros sodium (na+) result from a single patient sample using vitros na+ slide lot 4217-0985-8374 on a vitros 350 chemistry system. Patient sample result of 135 mmol/l vs. The expected result of 151.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The lower than expected vitros na+ patient sample result was reported outside of the laboratory, however, there were no report of treatment being altered, changed or stopped based on the reported result. There was no reported allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).